Manufacturer narrative:
The pump gave an error alarm during the self test due to a faulty component on the remote frequency board. The pump also had minor scratches on the lcd window, a cracked case at the display window corner, and a cracked reservoir tube lip.

Event description:
Blood glucose value was 100 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.